Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's representative reported ¿pain,¿ ¿bilateral capsular contracture baker grade ii, tumor free skin spindle with scarring,¿ ¿breast implant illness,¿ and ¿mediastinal lymphadenopathy.¿ this record relates to the right side. The device has been explanted.